Event description:
Device 2 of 3, reference MFR. Report# 1627487-2017-03689. Reference MFR. Report# 1627487-2017-03694. No surgical intervention is planned at this time. Effective stimulation was restored via reprogramming hence, the issue has resolved.

Manufacturer narrative:
Expiration date : 01/2007. Manufacture date: 01/2005. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-03689. Reference MFR. Report# 1627487-2017-03694. It was reported system diagnostics determined some high and low impedances on the lead. However, patient is receiving effective stimulation. Surgical intervention may be taken at a later date to provide different mode of therapy.